Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, painful infection, malaise, and "not feeling well". It was reported that the patient went to the hospital and was treated with unspecified medication for infection. It was not reported if the patient was admitted to the hospital. The cause of the event, outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.